Event description:
A malfunction was reported by the customer involving a pump. There was no adverse impact on the customer's blood glucose level. Technical support assisted the caller by providing pump reset information, and after resetting, the malfunction did not recur. The customer was instructed to continue using the pump and to report if any further malfunctions arise.